Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube) and scratched case. Unit passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph shows unexpected battery power loss at different periods of time. Problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a deep scratch on the insulin pump, adjacent to a battery and was complaining that the battery was running out quickly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.